Event description:
Medtronic micra pacemaker implanted in in (B)(6) 2022. In (B)(6) 2024, patient noted increased sob (shortness of breath) and reported to pcp (primary care physician) on (B)(6) 2024. Pcp (primary care physician) performed chest x-ray and noted pleural effusion, requested patient visit cardiologist and made appointment on (B)(6) 2024. Cardiologist performed EKG (electrocardiogram) and directly admitted patient to hospital. Patient was experiencing exacerbation of heart failure symptoms, shortness of breath, fatigue, weakness, dizziness. Past medical history ckd4 (chronic kidney disease), htn (hypertension), hyperlipidemia, chf (congestive heart failure). Patient had bedside testing by medtronic that was inconclusive and required evaluation by ep (cardiac electrophysiologist). Ep (cardiac electrophysiologist) recommended patient have 3 lead pacemaker biv implanted due to defective medtronic micra pacemaker. Micra pacemaker is still implanted in patient due to complications with removing it, device was turned off during new pacemaker placement surgery. Patient required 2 days of hospitalization post procedure due to medication changes by cardiologist. Patient discharged from hospital to home on (B)(6) 2024.